Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. The physician will continue monitoring. This product remains implanted and in service.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The implantable defibrillation lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).